Manufacturer narrative:
Corrected information provided in h.6. And h.11. Correction: on initial MDR the patient event code of e0839 was missed. It should have been submitted in the initial MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure after a week of surgery, the patient complained of a decrease in visual acuity to 0.6 ¿ 0.7 and distortion of objects. The examination of the fundus also, revealed macular edema. In apr and may, the surgeon conducted 2 courses of anti-inflammatory and decongestant therapy. A positive trend was noted during the control examination. The patient's vision was recovered to 1.0 and there were no distortions of objects. Additional information received and states that patient had macular edema that complicated into dystrophy of the photoreceptor layer in favela. The patient complained of discoloration and curvature of objects. On the background of anti-inflammatory and decongestant therapy, visual acuity recovered to 0.9. However, color distortion and curvature of objects remain. At the moment, the patient cannot drive a car, hammer a nail and tighten a screw (because the curvature prevents).